Event description:
The customer returned the duodenovideoscope to the service center for an unrelated issue. During the device evaluation, technicians identified that the universal cord was sticky and the knob wire contained foreign objects. Based on the completed investigation, the identity of the foreign object and the root cause of why it remained in the device could not be definitively determined. It is likely that the reprocessing deviated from the instruction for use. Additionally, the cause of the stickiness on the universal cord was not established. There was no patient involvement.

Manufacturer narrative:
B2) date of event is unknown. Additional information will be provided if available. Based on the completed investigation, the identity of the foreign object and the root cause of its retention within the device could not be definitively determined. It is likely that reprocessing deviated from the instructions for use. Additionally, the cause of the stickiness observed on the universal cord could not be established. The event (universal cord is sticky) is detectable and preventable by handling device in accordance with the following IFU: IFU figure number:rc3954 revision:02 chapter: tjf type 150 operation manual chapter 3 preparation and inspection,3.3 preparation and inspection of accessories should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.